Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow the instructions provided in training, the user guide and the device user interface by failing to disconnect from the tubing during the cartridge change process, then connecting their new insulin cartridge to their cartridge connector outside of the ilet, and then failing to rewind the ilet prior to installing the new cartridge.

Event description:
On 10/7/2024, a healthcare provider (hcp) reported an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/5/2024. A nurse from an ICU reported the user mistakenly delivered 160 units of insulin into their body after failing to rewind the ilet before inserting the cartridge. Upon realizing the error, the user consumed glucose tablets and independently drove to the hospital, where their blood glucose level was found to be 26 mg/dl. The user received treatment with d10 and an IV drip of dextrose for 24 hours and was expected to be released later that afternoon on (B)(6) 2024). The nurse indicated that the user would be advised to use multiple daily injections (mdi) until further training could be provided.